Event description:
Healthcare professional reported rupture. Record is for left side. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.